Event description:
It was reported that during a percutaneous coronary intervention (pci) a balloon burst occurred. The nc quantum apex balloon 12x2.00mm was inflated to 14atm in an unspecified lesion in a calcified vessel. The balloon burst and a part of the balloon was left in the lesion. The patient was stable and no further complication has been reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).